Event description:
During the review of a vns pt's programming history, it was noted that on the pt's date of implant, (B)(6) 2006, the device was reprogrammed to unintended settings due to an interrupted system diagnostic test. The pt's therapy was not re-enabled until the following day, (B)(6) 2006. Vns labeling recognizes the potential for unintended setting changes due to communication errors. Consequently, physicians are encouraged to perform final interrogations to ensure proper pt settings.

Manufacturer narrative:
Programmed setting change.